Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safe-clip¿ needle clipping and storage device is not cutting the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: "needle-cutting quality event verified by the teams connection with a patient's caregiver, a totally oxidized needle entry hole is evidenced, a cutting exercise is requested in which it is evidenced that the needle does not enter and the needle cutter no longer cuts at all, guardian refers to entering needle cutters in the refrigerator and that there is also a residue of medicine in the needle, he is instructed to be more careful with the device, do not put it in the refrigerator and clean the remaining medicine to avoid these failures, do not take a batch because the paper is very worn and the numbers are blurred."